Event description:
The tube was already filled with blood using appropriate procedures and when the med tech opened the tube, it broke in her hand cutting her finger. The hosp follows their post exposure protocol and sent the med tech to the agency that handles every accident that occurs at the workplace. This person received the tetanus toxoid vaccine as well as the booster for hepatitis but declined to receive azt treatment as well as retrovir.